Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction water tightness failure was due to damage to the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited water tightness failure, rust on the coupler, and friction when detaching the telescope. There was no patient involvement.